Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Dr. (B)(6) lumbar fusion case (l4-s1 fusion). Dr. (B)(6) (chief neuro resident) was using the depuy spine's expedium tap on the right-side s1 pedicle in preparation of screw placement. While the tap's threads were engaged in the said pedicle, dr. (B)(6) attempted to lower his hand/angle to slightly change the trajectory of the tap. When doing so, the tap broke right at the point of the shaft of the tap and its threads. Dr. (B)(6) voiced that he thought the tap broke under the stress of the surgeon attempting to change his angle while buried in the pedicle and did not consider it an instrument issue.